Event description:
While attempting to shock a patient, the device shut down and then came back on. Device subsequently was successfully charged and used to treat the patient. There was no adverse effect to the patient.